Event description:
It was reported when using the pyxis medstation es system, cubies were not detected on the bus. The customer reported there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawers. A field service engineer unseated and reseated all connections in drawers in front and rear of the cabinet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.